Event description:
It was reported that the patient presented to the emergency room(ER) experiencing bradycardia. Upon review, the right ventricular(rv) lead exhibited loss of capture. The patient presented for a scheduled procedure. During the procedure, a stylet failed to advance through the rv lead and repositioning was unsuccessful. The lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed and the reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination showed that the inner coil at the connector region was over-torqued consistent with procedural damage. Electrical testing found no anomalies. The cause of the reported event of stylet could not be inserted was due to procedural damage at the connector region of the lead.